Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 10.6 mmol/l. Customer assisted in troubleshooting. Customer stated that reservoir leak during basal and leak in the bottom of the reservoir. The reservoir will be returned for analysis.